Event description:
The customer stated that she had received some erratic readings. She stated that she received a blood glucose reading of 29 mg/dl. She retested a minute later, and received a reading of 449 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.